Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: red particles, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified creases fold and sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade 4 and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture baker grade 4. Device has been explanted.